Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 300 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they changed the insulin, infusion and reservoir but the blood glucose kept going high. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find setting issues. The customer declined to check for air bubbles, leaks and site and insulin issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.